Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate each siderail and pull the dummy plug. The technical support representative determined the side communication board (sidecom) needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom® communication system features work correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technical support representative ordered a new side communication board to be sent to the account. The account will replace this board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed was not sending a nurse call to the nurses' station. The bed was located in the intensive care unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).